Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex bivona flextend tts pediatric tracheostomy tube cuff burst after 24 hours in use. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: additional information confirmed the event changed from a product problem to a serious injury due to required intervention. Corrected information: the event reported under MDR 3012307300-2018-08186 was determined to be a duplicate event and no further reports will be filed using this file number. Please refer to MDR 3012307300-2018-08200 (active file) going forward.